Event description:
It was reported that a patient developed a fever within one day of implanting duragen 1x1. The reporter was not sure whether the patient had any complicating factors before the duragen was implanted. The duragen 1x1 was implanted on (B)(6) 2013. On (B)(6) 2013, the patient developed a fever of around 37.8 to 38.8 degrees c. The fever subsided on (B)(6) 2013. The fever was treated however, the reporter was not sure what was used. The reporter was not sure that any diagnostic studies, lab work, or cultures were done on this patient. The patient was not required to stay in the hospital longer as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.